Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a vibration anomaly in her insulin pump. Her blood glucose was 133mg/dl at the time of reporting. Customer declined troubleshooting. No equipment was returned. No additional information was reported.